Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 264 (mg/dl). Reportedly, customer believed that their bg level was caused by lack of exercise and being sedentary for the day. Customer administered a correction bolus to treat their bg level.